Manufacturer narrative:
(B)(4). The field service representative (fsr) did not install inspection label because of the battery issue. The customer will contact their perfusion group regarding battery issue.

Event description:
The field service representative (fsr) reported during repair of the device, the batteries were found dead in battery back-up module of the perfusion system. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Per the perfusionist (ccp): in the event of a power failure and the hospital generators are not working, hand crank will be used. There is no other external battery back-up; the customer does not discharge the batteries; the batteries are replaced annually. Per field service representative (fsr), when the unit was on alternating current (a/c) and then unplugged from a/c the red battery indicator would blink on and off. When plugged back into a/c the green charge light would illuminate as well as the blinking red battery indicator. The problem was found while doing preventive maintenance (pm) after a repair of the system. No procedure was involved. A/c was verified at the outlet with test instruments. The customer is serviced by (B)(4) and the fsr noticed that the battery sticker on the battery module indicated that they should have been changed in june 2015. Per perfusionist, the batteries were replaced by (B)(4) and they were disposed. This was a daily use machine (not a backup) and the pumps stay plugged in all the time and so there is no charging procedure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.